Manufacturer narrative:
Received on medwatch user facility (B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported via a medwatch form that the surgeon used device to place an 80mm nail into patient's left calcaneus. Adapter broke off into two pieces into patient wound. Surgeon used a second device of same kind, it was broke into 1 piece. Attempts to remove 3 broken pieces, only able to remove 1 of 3 pieces, broken pieces left in the patient. Risk outweighed the benefits of removal. Patient was made aware of the event.

Event description:
It was reported via a medwatch form that the surgeon used device to place an 80mm nail into patient's left calcaneus. Adapter broke off into two pieces into patient wound. Surgeon used a second device of same kind, it was broke into 1 piece. Attempts to remove 3 broken pieces, only able to remove 1 of 3 pieces, broken pieces left in the patient. Risk outweighed the benefits of removal. Patient was made aware of the event.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The current instructions for cleaning, sterilization, inspection and maintenance state, "inspect devices immediately upon removal from the patient for any signs of breakage or fragmentation. ¿ if the device is damaged, retain it to assist with wright¿s analysis of the event. Carefully consider and discuss with the patient (if possible) the risks and benefits of retrieving vs. Leaving the fragment in the patient. Advise the patient of the nature and safety of unretrieved device fragments including the following information: a. The material composition of the fragment (if known); b. The size of the fragment (if known); c. The location of the fragment; d. The potential mechanisms for injury, e.g. Migration, infection; e. Procedures or treatments that should be avoided such as MRI exams in the case of metallic fragments. This may help to reduce the possibility of a serious injury from the fragment." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.